Manufacturer narrative:
A visual assessment of the returned system drill bit showed an instrument with repeated use, as identified by surface scratches and slightly worn laser marking. The distal tip of the instrument was fractured and not present as reported. A functionality assessment was not performed due to the damaged condition of the returned drill bit, which was removed from distributable inventory. A DHR review was performed for the lot and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 06/29/2016, resulting in a lifespan of about 9 years. The root cause of the broken instrument was unable to be reliably determined, however it may be possible for the distal tip of the instrument to be broken if there was excessive pressure placed upon the drill bit, or if the drill bit was shifted out of colinear alignment while engaged with patient bone. There have been no other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned system instruments and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 6/24/2025. It was reported that during a facet fusion procedure, the distal tip of a drill bit was broken and left in the patient's bone after unsuccessful retrieval. Facet pain was noted as a patient complication from the procedure. A return authorization number was issued for the return of the complaint instrument, which was received at the manufacturer for assessment on 06/17/2025.